Event description:
A maude report # (B)(4) was received stating that: blender on transport incubator bled out two tanks of air during transport of baby from hospital to nicu. Baby remained stable during transport. There are no markings on this blender indicating it is normal for it to bleed up to 10 liters or that it is not for use on items such as transport incubators. Blender currently sequestered by risk mgmt and biomed. It has not been tested or returned to manufacturer at this time. Reporter feels labeling on the blender is severely lacking. The outcome of patient was good. (B)(4).